Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm suction irrigator instrument for failure analysis investigation. The instrument was analyzed and found to have a broken snake wrist cable at the distal end. There were no sharp edges or excess material that could have contributed to the cable breakage. Additionally, the instrument was found to have a dislodged snake wrist. The snake wrist was dislodged at the distal end of the instrument. The snake wrist cables were found to be broken, but no pieces were found missing. Additionally, the instrument was found to have a bent inner lumen. The blue inner lumen inside the distal tip was found to have bending damage. There were no missing pieces. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, including sample handling, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. The complaint was not confirmed by failure analysis since the product was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm suction irrigator could not be removed from the cannula that was in the patient's abdomen. The surgeon was able to remove the instrument from the abdomen and disconnect the cannula from the system. The site made multiple attempts to remove the suction irrigator from the cannula and it was finally removed after breaking the tip off of the irrigator. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure date was confirmed to be (B)(6) 2025. The surgery was completed with no complications.

Event description:
Refer to h11 for follow-up information.